Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a starclose device with a 6f sheath after an unspecified interventional procedure. Reportedly, the sheath did not split completely. The sheath splitter bent backwards and the device was difficult to remove from patient. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported sheath split issue was confirmed. The bent sheath splitter was confirmed as the garage leaves were bent. Difficult to remove was confirmed based on the condition of the returned device. The investigation determined the reported sheath split issue and treatment appear to be related to circumstances of the procedure. The plunger was returned engaged; therefore, the vessel locator wings were opened. It should be noted that the starclose se instructions for use states that if excessive resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings and remove the device by sliding the safety release in the direction of the arrow on the device to collapse the locator wings. The open vessel locator wings likely contributed to difficulty removing the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, the reported difficulty to remove appears to be related to user error. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.